Event description:
The customer reported that the device failed to discharge because they did not see a muscular response. There was no harm to the involved patient.

Manufacturer narrative:
Pr#: (B)(4).